Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve , but no significant deformations or damage was determined . Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the m. Blue operates not within the acceptable tolerance in either position. An accelerated outflow was determined. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found. Summary of the investigation results: according to the investigation results, a non-adjustability and an accelerated outflow were detected. The visible deposits led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve.

Event description:
It was reported that a m. Blue (#fx802t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.